Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was determined during the trouble shooting of a check lines and bags alarm that the patient connected to the homechoice device before priming the lines. The patient was connected to the homechoice during prime at the time of the alarm. The technical service representative explained proper procedure to the patient and advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.